Event description:
Biopsy forceps tooth came off in pt. Dr was not able to ascertain the tooth. Was removed after suctioning attempts. No x-ray was done according to initial reporter. No other complications or adverse effects was reported.